Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hypoglycemic event and continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient was at home, on the phone with her mother, when she experienced a low blood glucose level. The cgm was reading 170 mg/dl and the bg meter read 30 mg/dl. Patient's mother called the paramedics and when they arrived, patient had already treated herself by drinking a glass of milk. Paramedics did not administer further treatment. At the time of contact, no further medical intervention was reported.

Manufacturer narrative:
(B)(4). Neither the complaint device nor data was returned for investigation. The customer complaint of inaccurate cgm readings could not be confirmed. A root cause could not be determined. Additionally, it should be noted that the diabetes mellitus is a known cause of hypoglycemia.